Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, an air leak was noted while aspirating from the sideport, several attempts to aspirate the air did not resolve the issue. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.